Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 23 mmol/l. The customer stated that there is no leaks, no air bubbles in tube or reservoir, insulin looks ok, changed set and reservoir still the same. The customer insulin pump is functioning as design. The customer doesn't trust pump anymore. The customer pump will be return for analysis and replace via ooh.